Event description:
It was reported that during testing, the device failed an accuracy test. There was no patient involvement.

Manufacturer narrative:
Event date unknown; no information has been provided to date. One device was returned for evaluation. Visual inspection revealed a scratched lcd lens. No evidence was available to review in the event history logs. Functional testing was performed and the reported issue was able to be replicated; the pump failed accuracy testing. The root cause of the reported issue was due to an expulsor out of specification. The expulsor was replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.